Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a flexible ureteroscopy a ncircle helical tipless stone extractor failed. The user was attempting to remove the stone when they found that two of the wires stuck together. It is unknown how this procedure was completed. No portion of the device was left within the patient. No additional procedures or prolonged hospitalization occurred. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A device was returned for manufacturer report # 1820334-2021-01198, which was reported by the same user facility describing the same failure mode. This device was returned with the handle in the closed position and the basket formation in the open position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. A function test determined the handle did not actuate the basket formation. The basket formation appeared uneven and asymmetrical. The basket sheath was smashed and had a twisted appearance. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ncircle helical tipless stone extractor nthses-030115-udh was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the appearance of the device returned for manufacturer report # 1820334-2021-01198 indicates it was inadvertently damaged during use. It is possible that procedural factors such as patient anatomy, size/location of the stone, or user technique caused or contributed to the damage. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a flexible ureteroscopy a ncircle helical tipless stone extractor failed. The user was attempting to remove the stone when they found that two of the wires stuck together. It is unknown how this procedure was completed. No portion of the device was left within the patient. No additional procedures or prolonged hospitalization occurred. The patient did not experience any adverse effects due to this occurrence. There are six similar events reported by the same customer under patient identifiers (B)(6).